Manufacturer narrative:
(B)(4). Foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision surgery approximately 8 years post implantation. When the articular surface was removed, it was found that the pin was broken. The removed inlay was sent by the hospital directly after the operation for microbiology/sonification. It is not known if it will be returned to zimmer biomet. The item and lot number are therefore still unknown at the moment, and the hospital is investigating whether this data can be found and made available. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d1; d2; d4; g3; g4; g6; h1; h2; h4; h10 an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was noted that the patient experienced pain, swelling, clicking, instability, and subluxation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified signs of wear (nicked/gouged/discolored) and the post feature is found to be fractured. The device was submitted for further analysis. Analysis determined the anterior base of the post fragment and of the main body both show evidence of possible impingement damage, potentially indicating impingement on the post from the intercondylar notch of the femoral component. Potential fatigue lines are also present on the fracture surface of the bearing body potentially indicating a fatigue fracture with probable initiation point at the anterior base of the post in the vicinity of the possible impingement damage. The post fracture is likely the result of overloading, possibly exacerbated by impingement damage from the femoral component and subsequent fatigue. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.